Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, endometriosis and hyperlipidemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia painful sexual intercourse"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced nausea ("nausea"), 2 years 5 months after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In (B)(6) 2013, the patient experienced thyroid disorder ("autoimmune diagnosed: thyroid disorder"). In 2013, the patient experienced bipolar disorder ("bipolar"). In (B)(6) 2014, the patient experienced urticaria ("hives"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel - diag/nickel allergy"). In october 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), pain in extremity ("arm pain"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), arthralgia ("joint pain") and headache ("headache"). The patient was treated with surgery (hyst. (Full)interpreted as hysterectomy). Essure was removed on 24-jan-2019. At the time of the report, the menorrhagia, dysmenorrhoea, pain in extremity, vaginal haemorrhage, bipolar disorder, rash, skin disorder, allergy to metals, psychological trauma, bladder disorder, urinary tract disorder, nausea, arthralgia, headache and endometriosis outcome was unknown, the pelvic pain and dyspareunia had resolved and the urticaria, thyroid disorder, fatigue and weight increased was resolving. The reporter considered allergy to metals, arthralgia, bipolar disorder, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, nausea, pain in extremity, pelvic pain, psychological trauma, rash, skin disorder, thyroid disorder, urinary tract disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for thyroid disorder, psych injury. This is repeated on the left side with an adequate number of coils present within the uterus discrepancy : date of removal previously reported as (B)(6) 2013 now it is reported (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: both fallopian tubes were occluded with essure coils in the expected position.. Imaging procedure - on (B)(6) 2010: essure confirmation test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,dysmenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs received. Date of removal was updated. New event endometriosis was added. Event onset date was updated. Updated outcome of events pelvic pain, dyspareunia from unknown to recovered / resolved, hives, thyroid disorder, weight gain, fatigue from unknown to recovering / resolving. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'). In a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: ovarian cyst, endometriosis and hyperlipidemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced, dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced, fatigue ("fatigue"). On (B)(6) 2012, the patient experienced, nausea ("nausea"), 2 years 5 months after insertion of essure. In (B)(6) 2013, the patient experienced, vaginal haemorrhage ("abnormal bleeding (vaginal)"). And was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced, endometriosis ("reproductive system disorder or condition, type of disorder or condition: endometriosis"). In (B)(6) 2013, the patient experienced, thyroid disorder ("autoimmune diagnosed: thyroid disorder"). In 2013, the patient experienced, bipolar disorder ("bipolar"). In (B)(6) 2014, the patient experienced, urticaria ("hives"). In (B)(6) 2014, the patient experienced, allergy to metals ("nickel diag/nickel allergy"). In (B)(6) 2014, the patient experienced, bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced, menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), pain in extremity ("arm pain"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), arthralgia ("joint pain") and headache ("headache"). The patient was treated with surgery (hyst. (Full)(interpreted as hysterectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea, pain in extremity, vaginal haemorrhage, bipolar disorder, rash, skin disorder, allergy to metals, psychological trauma, bladder disorder, urinary tract disorder, nausea, arthralgia, headache and endometriosis outcome was unknown. The pelvic pain and dyspareunia had resolved. And the urticaria, thyroid disorder, fatigue and weight increased was resolving. The reporter considered allergy to metals, arthralgia, bipolar disorder, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, nausea, pain in extremity, pelvic pain, psychological trauma, rash, skin disorder, thyroid disorder, urinary tract disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for thyroid disorder, psych injury. This is repeated on the left side with an adequate number of coils present within the uterus. Discrepancy: date of removal previously reported as (B)(6) 2013. Now it is reported (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 23.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2010, both fallopian tubes were occluded with essure coils in the expected position. Imaging procedure: on (B)(6) 2010, essure confirmation test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: pelvic pain, menorrhagia ,dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bipolar disorder ('bipolar') and multiple episodes of menorrhagia ('menorrhagia (heavy menstrual bleeding)', 'menorrhagia') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, endometriosis and hyperlipidemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced nausea ("nausea"), 2 years 5 months after insertion of essure. In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced thyroid disorder ("autoimmune diagnosed: thyroid disorder"). In 2013, the patient experienced bipolar disorder (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of menorrhagia (seriousness criteria medically significant and intervention required), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), allergy to metals ("nickel - diag"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), urticaria ("hives"), pelvic pain ("pelvic pain"), arthralgia ("joint pain"), pain in extremity ("arm pain") and headache ("headache"). The patient was treated with surgery (hyst. (Full)(interpreted as hysterectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the last episode of menorrhagia, bipolar disorder, dysmenorrhoea, dyspareunia, rash, skin disorder, allergy to metals, thyroid disorder, psychological trauma, bladder disorder, urinary tract disorder, nausea, fatigue, weight increased, vaginal haemorrhage, urticaria, pelvic pain, arthralgia, pain in extremity and headache outcome was unknown. The reporter considered allergy to metals, arthralgia, bipolar disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, nausea, pain in extremity, pelvic pain, psychological trauma, rash, skin disorder, thyroid disorder, urinary tract disorder, urticaria, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: patient received treatment for thyroid disorder, psych injury. This is repeated on the left side with an adequate number of coils present within the uterus diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: both fallopian tubes were occluded with essure coils in the expected position.. Imaging procedure - on (B)(6) 2010: essure confirmation test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Event: abnormal bleeding (vaginal), menorrhagia, hives,bipolar,pelvic pain , arm pain , wrist pain , headache were added. Medical history, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), allergy to metals ("nickel - diag"), thyroid disorder ("autoimmune diagnosed: thyroid disorder"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)(interpreted as hysterectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, rash, skin disorder, allergy to metals, thyroid disorder, psychological trauma, bladder disorder, urinary tract disorder, nausea, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, psychological trauma, rash, skin disorder, thyroid disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for thyroid disorder, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash/skin condition, nickel - diag, autoimmune diagnosed: thyroid disorder, psych injury, bladder problems., urinary problems, nausea, fatigue, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.